Event description:
It was reported that non sustained lead noise due to myopotential oversensing was observed, resulting in pacing inhibition. The lead was replaced. The device was electively replaced during the lead revision due to nearing eri. There were no further adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.